Manufacturer narrative:
Sections with additional information as of 14-aug-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique adverse event report is being submitted due to symptoms related to diabetes - dizzy. Manufacturer contacted customer in a follow-up call on 08-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated her condition had remained the same. Customer then disconnected the call and no further information was obtained. Unable to contact the customer via telephone at call back on (B)(6) 2020.

Event description:
Consumer reported complaint for e-3 error code. During the call, a blood test was performed by the customer non-fasting and produced test result of 99 mg/dl using truemetrix meter. After troubleshooting, the customer is satisfied the product is working as intended and declines a replacement. Customer stated that she had felt dizzy earlier and was still feeling dizzy at the time of the call; medical attention was not required. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020.